Event description:
While bathing a pt, the chair detached from the hoist. At the time of the incident, the pt was shaken up but appeared uninjured. During the day they deteriorated and has since passed away.